Event description:
It was reported to philips healthcare that the heartstart mrx not able to get etco2 flow rate within tolerance. There was no patient involvement.

Manufacturer narrative:
Pr #(B)(4). A follow up report will be submitted upon completion of the investigation.